Manufacturer narrative:
(B)(4). Concomitant medical device: unk shell; unk head; unk stem. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient was revised approximately 20 years post initial surgery due to poly wear. No additional information available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of radiographs. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Review of the radiographs identified the subluxation of the prosthetic femoral head reflecting polyethene liner wear. There are focal areas of radiolucency consistent with osteolysis in the greater and lesser trochanters and along with the acetabular component and fixation screw. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.